Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted for an unknown reason and returned over a year and a half later.

Event description:
Boston scientific received information that prior to the revision procedure for normal battery depletion, the right ventricular (rv) lead exhibited an increased shock lead impedance from 60 ohms to 100 ohms with the previous device. Once the lead was inserted into the header of the new device the coil to coil shock impedance measurement was 153 ohms. No noise noted on the system and defibrillation threshold (dft) test was normal, thus both the rv lead and device were left in service. Approximately six and a half months later the shock impedance measurement was greater than 200 ohms in triad and rv coil to svc coil configurations. When programmed coil to can the impedance measured at 135 ohms. Boston scientific technical services (ts) was consulted and suggested performing defibrillation threshold (dft) testing and obtaining an x-ray to assess the system. An x-ray was taken which yielded inconclusive results. The right ventricular (rv) lead was explanted approximately two and a half weeks later and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.